Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a controller error yellow alarm which was resolved through backup console. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (ic9892) was sent back for further investigation. The root cause of the controller error alarm was due to a defective blue receptacle. This report is being filed as part of a retrospective review of historical records.